Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged between 280-290 mg/dl and a correction bolus via the pump was delivered to address the bg level. The customer discussed the occlusion alarms with their healthcare provider (hcp) and their hcp advised them to revert to a different tandem pump. As the occlusion alarms had occurred in the past and pump supplies had been changed, tandem technical support (cts) was unable to perform a system check to determine a possible cause of the occlusions. Cts educated the customer in regards to common causes of occlusion alarms.